Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
It was reported that during a total hip arthroplasty the liner would not lock into the shell. A neutral liner was used to complete the procedure. Postoperative x-rays showed that the cup was placed more deeply than the surgeon had planned. According to the surgeon, there was no issue on the patient's health condition.

Manufacturer narrative:
(B)(4). Once the investigation has been completed, a follow up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the liner shows minor damage to the rim of the liner from attempted implantation and removal. Dimensional analysis was conducted on the liner and it was found to be within specification. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further actions are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.